Event description:
Additional information received after talking to the patient stated that the patient almost passed out over the weekend while waiting for their stationary unit due to only using the portable unit continuously. They were in the hospital for a couple of days where they were provided supplemental oxygen before being discharged. They have received their replacement unit and are doing well at this time.

Event description:
It was reported that the patient's unit was not producing enough oxygen. As a result, the patient was found slumped over and almost non-responsive. Emergency services were called and the patient was transported to the hospital. The patient was using the portable unit while waiting for their replacement stationary unit at the time of event. They had been using their portable unit as their main source for nearly five days.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for investigation on (B)(6) 2025, however it was not evaluated by an engineer and it was treated as a regular return therefore there is no investigation analysis available at this time.